Event description:
Doctor indicated that the abutment screw was worn-out and could not be assembled.

Manufacturer narrative:
One ep® healing abutment was returned for inspection. A visual inspection revealed wear about the top drive surface of the abutment from use. The threaded region is undamaged. The product was functionally tested. The product seated fully with a mating implant, and the drive feature was able to be utilized. Therefore, the complaint is unconfirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional complaints generated against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual¿ instrm rev b 10/15 restorative dentist: select the proper pick-up impression coping by matching the emergence profile (ep®) diameter of the healing abutment and the restoratice platform. To determine the restoratice and implant platform diameter, see below. Remove the healing abutment from the implant using a .048¿ large hex driver (phd02n or phd03n). To help prevent accidental swallowing, thread floss through th spinner of the driver. A singular cause could not be determined. UDI number: (B)(4).